Event description:
Center administrator (ca) reports two incidents of blood leaks with ca-hp 210 dialyzers. These incidents occurred about 4 minutes into treatment. The nurse was still at the bedside. At the onset of the treatments, per ca, "the pressure built up, the alarm sounded and blood came out of the arterial header. The treatments were immediately stopped." The blood was rinsed back to the pts. Estimated blood loss was 20cc per incident. The treatments were resumed with new disposables and different cobe dialysis machines, and completed without incident. Ca denies any pt injury or medical interventions for these incidents.